Manufacturer narrative:
It is not clear what may have contributed to this event and may have been a complication of surgery. The observed material consistency, 'very hard clay', is likely the result of the excessive cerebral fluid noted by the surgeon during the initial surgery. The product instructions clearly state that the surgical wound area must be dry for best performance of the product. The use of kryptonite bone cement in spinal applications is considered off-label use. No documentation within the DHR was found that would indicate a nonconformance to specification that could have contributed to this event. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
A patient underwent a large multilevel lumbar spinal fixation where kryptonite bone cement was used as an adjunct to screw and rod fixation. The kryptonite was applied to the spinal screws and along the lateral gutters. A revision was performed due to the development of a significant cerebrospinal fluid (csf) leak. The csf leak was considered to be abnormal in nature due to the excessive amount of csf fluid leaking from the site. While revising the site, it was noted that the kryptonite cement was not as hard as expected. The surgeon noted that the material was not putty like, but a very hard clay. The site location and anterior approach made site preparation difficult in the controlling bleeding and cs fluid.